Event description:
Valve broke into two pieces with flush hose attached. It was impossible to use. Unfortunately, further information is not yet available. What was the impact to the patient? No impact. What was done to resolve the issue? The valve was changed. When was the catheter placed and where is it located? The patient was added to our system at (B)(6) 2022. The implantation was probably a few days earlier.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001429510 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here

Event description:
Valve broke into two pieces with flush hose attached. It was impossible to use. Unfortunately, further information is not yet available. - is there a photo or sample available showing the reported issue? > there is no sample and no photo available. - what was the impact to the patient? > no impact. - what was done to resolve the issue? > the valve was changed. - when was the catheter placed and where is it located? > the patient was added to our system at (B)(6) 2022. The implantation was probably a few days earlier. > I need to correct the lot number. The patient was given the following lot number: 0001429510.